Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a stuck guidewire is confirmed but the exact cause remains unknown. Two photos of a guidewire were provided for evaluation. The first photo shows the guidewire outside of patient use. A 90-degree bend is visible in the wire. The coils are elongated distal to the bend. The tip of the guidewire could not be clearly inspected for additional damage or fractures. The second image shows the guidewire extending out of the hoop. The bend is visible in the guidewire segment extending from the hoop; however, the conditions of use are unknown. Based on the photos provided, possible contributing factors include advancement against resistance and material deformation during handling. Since the bend in the guidewire likely contributed to the difficult insertion, the complaint is confirmed but the exact contributing factors remain unknown. A lot history review (lhr) of redq3946 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that blood puncture: inserted the catheter from the right jugular vein. During the operation, the guide wire got stuck, unable to pass. No other information was provided. (B)(6) 2021: the returned guidewire was found bent at a 90 degree angle during evaluation.